Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was hot to touch and overheating. No troubleshooting was performed. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.